Manufacturer narrative:
H11 in the supplemental report incorrectly reported "a review of the device history record found no deviations that could have caused or contributed to the reported issue". This is incorrect information. The device history record was not reviewed as it was not required to be.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope experienced distal camera was falling out. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. "[A review of the device history record found no deviations that could have caused or contributed to the reported issue.]" The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the distal end cover was detached. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: degradation appears to be linked to the component failure. Olympus will continue to monitor field performance for this device.